Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) transmitter failed/error/alertreceived alert of transmitter failed error, not able to restart the transmitter. The transmitter has been used less than 3 months. A courtesy sensor was provided in addition to the replacement transmitter.the transmitter was first inserted into a transmitter holder: (B)(6) 2021.